Event description:
It was reported the pt gets a bruise over the ipg site after charging. The pt also experiences a pinching pain at the ipg site which is unrelated to charging. The sjm representative was informed of the patient's issues.

Manufacturer narrative:
Correction number.: 1627487-0726012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.